Event description:
A hospital in (B)(6) reported to a distributor that an rt105 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was out of specification due to excessive leak. When the subject breathing circuit was immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the expiratory water trap. A lot check revealed one other complaint of this nature for lot number 130520. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt105 adult breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. User instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate alarms." The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with our user instructions.